Event description:
Patient presented at 12 month post-operation check with high intraocular pressure. Pre-operation measurement was 14mmhg for the right eye and 15mmhg for the left eye, his 9 month visit was 12mmhg for both eyes and during his 12 month visit was 26mmhg for both eyes (more than 10mmhg). The patient also mentioned having mild halo in both eyes however, it was not preventing him from driving at night. No vision loss reported. Patient was prescribed travatan z drops.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Patient is being treated with travatan z (one drop) at bedtime. The adverse event has been deemed not related to the device. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Placeholder.